Event description:
Elan-e power system in use. Surgeon noticed decrease in power being provided. Connection was checked at box. Cover checked, kinked tubing under mayo stand. Mayo stand cover and pt drape noted burned. Pt not injured.